Event description:
The user facility's biomedical engineer reported the automated impella controller (aic) failed the self check during maintenance. Rebooting the console did not resolve the issue. There was no reported patient involvement.

Manufacturer narrative:
The investigation for the reported system self-check error issue has been completed. The product was returned, and the issue was confirmed. Data analysis: aic logs showed sau_powermod1 communication errors. See ic4136 aic logs complaint date.pdf. Device analysis: pbm corrosion was identified on the top side of the pbm. Fcn 71 had been implemented to address other pbm boards manufactured between march and november 2013 that do not yet show signs of damage due to leaking capacitors. Pbm super cap is a pattern failure mode and usually occurs with pbms that have a sn between (B)(6) - (B)(6) (inclusive). This pbms sn was (B)(6) which was outside of the date range. Per the results of the clinical review and investigation, the root cause was determined to be due to leaking electrolyte on the pbm. This report is being filed as part of a retrospective review of historical records.